Event description:
This is complaint 2 of 2. (Other complaint filed under mfg. Report #: 3004608878-2017-00177). It was reported that the pins fragmented after surgery when dismantling the mayfield clamp. A wound revision had to be carried out. Patient had to be covered again sterile and returned to surgery. This has been reported as a second incident with these pins. The product was in contact with the patient, patient was injured and the surgery time was increased by 60 minutes. Additional information was received on 15may2017. There are 3 pins that were decontaminated. The lot number is unknown. On (B)(6) 2017, the patient received a wound from the use of the pins, but to be sure that there are no fragments in the wound, the operation was restarted, a bigger cut was made to verify visually the wound and then the wound was rinsed. The wound was stitched. It was reported that the patient is doing well until now; unknown of patient and gender.

Manufacturer narrative:
Integra has completed their internal investigation on july 5, 2017. Results: the device in question was not released for review. DHR review; the lot number provided is not associated with the (B)(4) a2020 lots produced at integra; thus a DHR review could not be performed. Should the lot information become available, a DHR review will be completed. Complaints history; a two year look back from 05/22/2015 to 05/22/2017 for this reported failure and or related to "cracked" for this product family shows that two additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: the device in question was not released for review and the lot/serial number provided; should the product be returned a failure analysis and/or root cause will review will be performed at that time.